Event description:
Upon flushing using the push-pause technique, registered nurse (rn) noted normal saline syringe cracked down the side which caused the remainder of the saline to spill out. Per report, the crack was not present prior to flushing.